Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that the screw to fix the right and left motion was not tightening normally. Post procedure, insufficient screw of tightening was confirmed by the rep. The issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.